Event description:
It was reported that surgeon was doing a procedure on patient's right humerus and was trying to reduce the bone. While tightening the clamp, the one flange snapped off. The broken flange piece was discarded by operating room staff. Surgeon used a new instrument completed procedure without any delay or adverse consequence to patient or user.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.